Event description:
An aus device was implanted, date not indicated. Info received on 9/4/97, indicates a revision surgery was performed on 3/26/97. It is uncertain which, if any, components were revised. Ams has requested add'l info.